Event description:
Manager of critical care unit reported to convatec sales representative that fms signal was removed from patient because of leakage. Upon removal a tear and puncture were observed in the balloon.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It is reported that there was no harm to patient as a result of this malfunction. A follow-up attempt was placed on (B)(4) 2013 for receipt of further information as when product was inserted and removed. Additional details received on (B)(4) 2013 indicates that fms devices were never order and that the md inserted a 30f foley catheter for fecal incontinence. Investigation request sent to the manufacturer of (B)(4) 2013. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.